Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a cut on the pink rubber and was missing the ke-45 on the light/guide and elevator cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the cut on the pink rubber and missing the ke-45 on the light guide and elevator cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.